Manufacturer narrative:
The customer ran comparison studies using meter serial number (B)(6) and an unknown laboratory method and the results correlated well. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received a questionable glucose result when tested with accu-chek inform ii meter serial number (B)(6). At 14:23, a sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 32 mg/dl. The result was not believed to be accurate, so a second measurement was carried out using another meter. At 14:27, a sample from the patient was tested using a second accu-chek inform ii meter (serial number (B)(6)), resulting in a glucose value of 117 mg/dl. The customer believed the 117 mg/dl value to be accurate. The patient did not receive treatment based on either meter measurement.